Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Adverse event report is being submitted due to symptoms related to diabetes: dizziness and blurred vision. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). During the call, a blood test was performed by the customer fasting and produced test result of 259mg/dl using true metrix air meter; the customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is 11/2020. At the time of the call the customer reported symptoms of dizziness and blurry vision; medical attention was not needed at the time. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 03-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.